Manufacturer narrative:
During follow up with the customer, the customer indicated that the pump was functioning as it should and there were no issues at the moment. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer woke up on 2 consecutive days with a blood glucose (bg) level of 490mg/dl, and moderate to large ketones. The customer removed the pump, and treated by administering manual injections. Recommendation was made that the customer change out the site and cartridge.